Event description:
The user received an erroneous calcium result for one patient sample. She received a calcium result of 10.6 mg per dl on the integra 800 (B) (4) and then reran the same sample on the other integra 800 (B) (4) with a result of 9.2 mg per dl. She noticed that the result of 10.6 mg per dl was generated from an almost empty reagent cassette, so she replaced the cassette and reran the same sample again on analyzer (B) (4) and received a result of 9.4 mg per dl. The result of 9.2 was reported out and no adverse events were reported. The user stated she feels this high result could be contributed to the fact that the cassette was near empty and declined a service visit.